Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards australian affiliate, during a tf tavr case the first valve was getting stuck on femoral stents and could not advance. On inspection of the sheath after removal the stent frame of the aortic femoral stents had hooked into the end of the valve causing a minor 'laceration' of the sheath (small cut where the wire from the stent had pressed into it), making it unable to advance past the framework. There was no damage noticed on the valve. A new set of devices was prepared and used. The procedure ended successfully. Patient was well after procedure.

Manufacturer narrative:
Added h.6 component code, type of investigation, and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to similar codes and/or events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, the physician is instructed to correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The resistance between the components and split distal tip were unable to be confirmed as neither the complaint device nor applicable imagery were returned. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the DHR, lot history, and manufacturing mitigations did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the sheath distal tip split was an issue out of box. Per the complaint description, ''during the procedure, the first valve was getting stuck on femoral stents and could not advance.'' The training manual states, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' The presence of pre-existing stents can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. The complaint description also reported, ''on inspection of the esheath after removal, it was seen that the stent frame of the aortic femoral stents was hooked into the end of the valve causing a minor 'laceration' of the esheath (small cut where the wire from the stent had pressed into it), making it unable to advance past the framework.'' As reported, the sheath tip interacted with the pre-existing stent. Additionally, the sheath was likely manipulated to overcome to resistance during advancement of the delivery system. The combination of interaction with the pre-existing stent during insertion of the sheath and excessive force likely resulted in the split of the distal tip. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to determined. However, available information suggests that patient (pre-existing stent) and procedural factors (interaction with pre-existing stent, excessive manipulation) may have contributed to the complaint event.